Event description:
It was reported that at implant of the lead, the pacing threshold was not good. The physician attempted to retract the helix, but it would not retract. The lead was left in position because of the retraction difficulties. Two days later, the lead failed to pace and there was no capture with max output. A new lead was then implanted. The lead was left in the body as it could not be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.